Event description:
Additional information was received that the associated implantable cardioverter defibrillator (ICD), pacemaker and competitor leads were explanted. A competitor dual chamber ICD and right atrial (ra) lead were then implanted. This right ventricular (rv) lead remains in service with the competitor ICD and ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has a pacemaker system and an implantable cardioverter defibrillator (ICD) system implanted. Technical services reviewed the electrograms (egm) for both device systems and noticed the pacemaker system was being oversensed by the ICD system. There was also noise on the right atrial (ra) channel of the associated pacemaker system. The sensitivity on the ICD system was decreased from 0.6 mv to 0.8 mv. The representative noted the physician planned to perform a defibrillation threshold (dft) test. Technical services discussed the possible cause for the clinical observations and provided troubleshooting options. Additional information was received that the two devices were interrogated simultaneously, and it was clarified this ICD system was not oversensing the noise on the ra channel of the associated pacemaker system. Rather, the ICD system was double counting from the rv lead of the associated pacemaker system. Dft testing was performed one time with success (21 j), since the sensitivity on the ICD system was decreased. The plan is to continue monitoring the ra lead of the associated pacemaker system, and at a later date, the patient will be upgraded from the pacemaker system to a dual chamber ICD. At this time, no further actions are planned, this rv lead remains in service and there were no adverse patient effects reported.